Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips would not hold. The clips fell into the patient and the surgeon removed all of them. The case was completed with another device of the same product code. No patient consequences were reported. Three devices will be returned. Two of the three devices being returned are sterile as the customer does not want to use the remainder of the devices with this lot number.